Manufacturer narrative:
(B)(4). Result of examination by our sales organization : the provided sample was tested according the requirements of technical safety check as well as a flow test was performed. Conclusion: the device is working according to its specification.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The devie won´t be sent to germany for investigation. It will be invetigated by our sales organisation in (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion. According to the customer complaint:"medication prescription was mesna with total volume: 10 ml to run in 15 min. It was installed in perfusora space pump at 13:30 and finished before time."